Event description:
It was reported that the patient has a ceramic on ceramic total hip inserted 4 years ago. The stem looked to be accolade 1 stem in the x-ray film. Surgeon indicated there was a squeaking noise. (B)(4) 2014: sales rep indicated that the patient is scheduled for a revision surgery in two weeks pending a dental appointment.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding ceramic fracture involving a trident ceramic liner was reported. The event was confirmed. Device evaluation and results: the reported devices were not returned however photos were provided which showed that the ceramic liner had fractured. Medical records received and evaluation: a review of the provided medical records and x-ray by a clinical consultant could not determine a root cause for the reported event. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, additional pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
It was reported that the patient has a ceramic on ceramic total hip inserted 4 years ago. The stem looked to be accolade 1 stem in the x-ray film. Surgeon indicated there was a squeaking noise. On (B)(6) 2014: sales rep indicated that the patient is scheduled for a revision surgery in two weeks pending a dental appointment.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown ceramic insert. It was indicated that the revision surgery had not occurred but was scheduled. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.